Event description:
The contact stated that the customer's blood glucose readings had been low. While troubleshooting, she performed a control test and received a reading of 46 mg/dl. The normal control range is 89-123 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.